Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the angiogram was taken it appeared a little hazy; however, an attempt to deploy the proglide was continued and following deployment the patient experienced diminished pulses. The physician opened the right common femoral artery and found that 7 or 8 previous proglides had been placed in the artery. Surgery was performed to open the occlusion and close the vessel. The patient was kept overnight for observation. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot history record review for this product and a query of the complaint-handling database could not be performed because the lot number was not reported and the product was not returned for analysis.